Event description:
During suctioning the respiratory therapist could not insert the catheter into the tracheostomy tube. The inner cannula was removed and found to be kinked. No pt injury occurred. It was not reported how long the device had been in use. Nb. Although the complaint was rec'd on 9/17/96, it was not until the product was rec'd and contents (including the letter describing the complaint) were decontaminated that the nature of the reported device "defect" could be identified. The device and letter were not rec'd until 10/7/96; the letter was available on 10/15/96.